Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735782, product ID: 9735797, serial/lot #: (B)(6), product ID: 9735994, serial/lot #: (B)(6), h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the security checkpoint, wifi end p oint, and the network isolator were replaced. Codes b01, c13 and d02 are applicable to this analysis. The endpoint, lot number: 000b2814eada, was returned to the manufacturer for analysis. The endpoint ping and displayed a green status in self-test and passed wi-fi testing. The only issue with the device was that it was returned without an antenna. Codes b01, c07 and d02 are applicable to this analysis. The checkpoint, lot number: nx2053o10576, was returned to the manufacturer for analysis. It failed all test procedures¿none of the network ports pinged when connected to an active ethernet connection. Both the wan and dmz failed during diagnostics. A factory reset and reconfiguration was attempted, but these steps had no effect on the device¿s outcome. Codes b01, c10 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart and camera cart were not communicating with each other. The site reported that the camera cart monitor displayed "unable to connect." The site rebooted the system, but the issue was unresolved. The site receded the interconnect cable, but the issue was unresolved. There was no patient involvement. Additional information was received. It was reported that there was a network communication issue.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735782, serial/lot #: (B)(6), ubd:- , UDI #:-. H2-3) the network isolator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no fault was found. Codes: b01, c19, d14 h2) please see section d9 for when the network isolator was available for evaluation. H2) see section d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.